Event description:
Customer reported a past low blood glucose event with the lowest level recorded at 53 mg/dl. Cause was not known. Customer consumed carbohydrates as a corrective action and had ciq software active on the pump. Customer was advised by technical support to consult a healthcare provider to discuss factors affecting blood glucose levels.